Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 140 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.